Event description:
It was reported by a physician that high impedance was found during a follow-up appointment. The patient was referred for x-rays in which the physician assessed a kinked electrode. At the moment good faith attempts to obtain further information have been unsuccessful to date although surgical intervention has been agreed upon the receipt of high impedance.

Event description:
X-rays were reviewed by the manufacturer. The lead pin appeared fully inserted into the connector block. No acute angles were observed, and no obvious lead break could be identified in the visible portion of the lead. A portion of the lead was behind the generator and could not be assessed. Surgery to replace the lead is planned, but has not occurred to date.

Event description:
Reporter indicated the patient had vns lead replacement surgery performed on (B)(6) 2012. The explanted lead portion will not be returned. Some of the lead body was retained in the patient.

Event description:
As the x-rays indicated the vns lead pin was fully inserted into the generator header, a lead pin issue has been ruled out and a lead fracture is the most likely cause of the high lead impedance.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Suspect medical device, corrected data: the incorrect lot number and expiration date were inadvertently reported on the initial MDR report. The correct lot and expiration dates are provided. Device manufacturing date, corrected data: the incorrect manufacturing date was inadvertently reported on the initial MDR report. The correct manufacturing date is provided.

Manufacturer narrative:
Describe event or problem, corrected data: information regarding the lead pin issue being ruled out and a lead fracture is more likely was inadvertently omitted from follow-up MDR #1.

Manufacturer narrative:
Type of report, corrected data: the initial MDR report inadvertently omitted the 30-day report designation. Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.